Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.